Event description:
The customer reports false non-reactive architect (B)(6) assay results for two patient samples tested on an architect i2000 analyzer: (B)(6): architect i2000 analyzer (B)(4) = 0.95 s/co on (B)(6) 2015 vs. Architect i2000sr analyzer (B)(4) = 1.40 s/co on (B)(6) 2015. (B)(6): architect i2000 analyzer (B)(4) = 0.89 s/co on (B)(6) 2015 vs. Architect i2000sr analyzer (B)(4) = 1.49 s/co. Architect (B)(6) assay reagent lot 46366li00 was used on both analyzers. There is no impact to patient management reported. A service call was initiated.

Manufacturer narrative:
No returns were available for this evaluation. Both reagent and clinical sensitivity testing were performed using retained reagents of lot 46366li00 using in-house controls and commercially available sensitivity and seroconversion panels. Testing results met all specifications. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect anti-hcv package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4), that has a similar product distributed in the us, list number (B)(4). (B)(4).